Event description:
During l3-s1 preop case (12" fluoro fixture), they had extreme difficulty merging l3 & l5. Caution was taken during imaging to ensure no motion and image capture worked without any contrast adjustment to c-arm. Merge scores were low (3-5 range) and slight movement detected on visual verification. It seemed strong enough to proceed, accuracy of l3 was off so moved to l4 and placed screws with robot (l4 registered a 5). At l5 it seemed way off so the surgeon aborted the robot.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. The investigation found that the CT-fluoro merge attempted had significant rotational shift mismatch. Software correctly displayed the comparison to the user for verification. The user observed the registration issues and re-attempted merges several times. It was also found that the user did not follow the recommended workflow of working farthest away from the dynamic reference base first and then working towards it, which reduces unwanted shifts in anatomy. The user manual instructs the user on how to maintain navigation integrity. There was no impact to the case, part of the case was completed with the robot and the remaining without the robot with no adverse effects to the patient. The cause of the reported issue was traced to user technique.